Manufacturer narrative:
The customer did not return the device for evaluation. The test strips associated with the event expired in oct-2021. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR #s 1810909-2021-00099, 1810909-2021-00100 and 1810909-2021-00101.

Event description:
The customer reported that he obtained blood glucose readings of 228 mg/dl at 11:23 a.m. And 223 mg/dl at 12:52 p.m. On the contour next meter. The meter automatically marked them as control tests, and so the readings will be displayed as control results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.